Event description:
Boston scientific crm received information that after placing the right ventricular (rv) lead, severe phrenic nerve stimulation was observed. Tissue was noted in the helix, however the physician was able to reposition the lead successfully and it remains implanted in the patient. No additional adverse patient effects were reported. At this time the product remains in service. If additional information becomes available this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.